Manufacturer narrative:
The product involved in this complaint has not been received and/or tested by failure analysis as of the date of this report.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer contacted the field service engineer (fse) to report that the clutch on the right master tool manipulator (mtm) was locked and no movement could be performed with it. The clutch on the other side of the grip was reportedly functioning normally. The customer advised that the issue occurred after the medical team used glue to fix the velcro the manipulator which was loose. The procedure was completed with no reported injury.